Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that the patient was caused discomfort due to their implantable cardioverter defibrillator (ICD) delivering inappropriate shock due to incorrect interpretation of signals. Programming changes were made. Patient had no consequences.